Event description:
In (B)(6) 2018 this lv leads impedances had increased up to 3000 ohms. During a routine follow up the lv vectors were tested with impedances greater than 3000 ohms. Lv pacing was programmed off. The physician decided to check the lv set screw and lead. On (B)(6) 2018 the lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approx. 35 cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection showed a deformed insulation approx. 37 cm distal to the is4 connector pin. In that section, the conductor coils to the ring electrodes and to the lead tip were found fractured. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation and deformations of the lead body were observed which occurred most likely during the explantation procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.